Manufacturer narrative:
(B)(4). Difficulty inflating the dilatation catheter can be affected by, but not limited to: patient anatomical morphology, patient disease state, pre-dilatation strategy, inflation technique when using the device, unevenly trimmed hypo-tube jacket material in the inflation port (hub) causing a valve when inflated or deflated and blocking the flow of contrast in or out of the balloon, accessory device support, and/or contamination in the inflation lumen and inner diameter of the shaft. To help ensure that the reported difficulties are not due to manufacturing, 100% of the products are inspected for damage and leak tested and a sampling of units is destructively tested for proper balloon inflation. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no similar incidents reported for inflation issues for this lot. There is no indication of a lot specific product quality deficiency. Without the product to examine, a conclusive cause for the reported difficulties could not be determined. This type of reported event will continue to be monitored.

Event description:
It was reported that the rx voyager balloon catheter did not inflate despite several attempts. No adverse patient effects were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.